Manufacturer narrative:
A review of complaint activity determined that there is normal complaint activity for the architect stat high sensitive troponin-I, lot 07261ui00. A review of tracking and trending did not identify any trends for the architect stat high sensitive troponin-I for the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit; all specifications were met, indicating that lot 07261ui00 is performing acceptably. Historical performance in the field of reagent lots was evaluated using worldwide field data. The median population result for lot 07261ui00 is comparable with all other lots in the field and confirms no systemic issue for the lot. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customers issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect stat high sensitive troponin-I reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 300 ng/l was generated for a patient known to have had heart problems in the past (myocardial infarction). He presented with chest pain. The patient was sent to the emergency room where troponin-t testing using the roche cobas method and electrocardiogram were normal. The customer repeated architect stat high sensitive troponin-I testing on a different sample from the same patient and the result was 200 ng/l. The patient was referred to a cardiologist for consultation because he did not feel well. No adverse impact to patient management was reported.